Manufacturer narrative:
A report was received indicating coring of the rubber caps on medicine bottles. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were submitted and reviewed by the quality team. The first image depicts a syringe containing solution, with a red circle highlighting an area at the bottom of the syringe barrel. The second image shows a vial stopper, specifically the location where the needle was inserted. A device history record (DHR) review was completed for material number 305211, covering potential lot numbers 5204202, 5002081, and 4332689. The review did not identify any quality issues during the production of these lots that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the photographic evidence provided, the reported symptom has been confirmed. However, due to the absence of a physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 was coring. The following information was provided by the initial reporter: it was reported that we have received four reports in just two weeks of ¿coring¿ of the rubber caps on medicine bottles. The reports concern the 18g blunt fill needles that we use from you and were made by four independent reporters (all nurses) from different nursing wards. The bottles are also diverse: pantomed, vancomycin and twice negaban. In each case, the needle was inserted into the centre of the rubber. For the pantomed, the syringe with the rubber particle was saved (see photos). It is difficult to determine whether this is due to the needle or whether it is a coincidence. Moreover, we have no insight into the lot numbers used in the four cases. However, if you also receive reports from other centres, there may be more to it than meets the eye. Customer cannot provide the impacted lot numbers anymore. Based on the most recent deliveries, these could be: 16/09/25 i01 b14114832 lot 5204202 14/05/25 i01 b14027346 lot 5002081. 12/03/25 i01 b14002169 lot 4332689.